Event description:
It was reported that in 2006, the suspect device was being used to administer pca morphine at the pt's home. Allegedly the pt's family believed the pump was delivering too much and stopped the pump. Reportedly, there were no adverse effects to the pt. Per the reporter, the pt was set up to receive morphine (concentration 1 mg/ml). The pump was set up to deliver 1 ml/hr and the demand dose was set up to deliver 0.5 ml. According to reporter, the pt rec'd 1.5 ml within 45 minutes. The device will be returned for evaluation; to ensure that, it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the alleged device was returned and evaluated. Delivery accuracy tests were performed, the device was found to pass all accuracy tests. Evaluation of the pump found the device to meet or exceed all current MFR's specifications for performance and safety.